Event description:
This pt was admitted to the hospital for evaluation of unstable angina. The pt was electively taken to the cardiac cath lab where coronary angiography revealed an eccentric, class b2, de novo lesion of the proximal and mid left anterior descending artery lad. A cypher (lot no. I1204011) was deployed in the target lesion. During the post-dilatation (device and inflation details are unknown) a dissection was noted proximal to the implanted cypher. It was treated with a 3.0 x 9.0mm express ii stent. Twenty-four days post index procedure, the pt returns to the hospital with complaints of chest pain. The pt is emergently taken back to the cardiac cath lab where coronary angiography reveals thrombus at the ostium of the lad. A guidewire (device unknown) was inserted into the thrombus and blood flow was restored.